Event description:
A surgeon reports that, following bilateral intraocular lens (iol) implant surgery, a patient reported blurry vision. In a follow-up, the surgeon reports the outcome of the event is "good". There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/05/2008 by fax and mail. A completed questionnaire has been received on 09/08/2008. This report was mailed to FDA on: 10/03/2008.